Event description:
During a laparoscopic hernia repair this surgeon went to staple the repair and the tissue and mesh were torn by the eas. A second device was opened and the same thing occurred. The surgeon was able to complete the procedure using the second device. There was no consequence to the pt.